Event description:
Customer reported sys is displaying a charger fail error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the battery charger, filament driver pcb, and batteries. Sys operates as intended.